Manufacturer narrative:
Based on customer feedback, bec has opened CAPA (B)(4) to investigate the root cause of a reagent syringe coming loose from its connection to a t-valve.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low results for iron, glucose, and transferring between two (2) patients on their unicel dxc 600 pro synchron chemistry analyzer. The erroneously low patient sample results were reported out of the laboratory. The customer reported that there was no impact to patient treatment. The customer provided data pertaining to the erroneous results reported out of the laboratory for iron and glucose. No specific data was provided by the customer for the erroneous transferrin results. The patient samples were re-assayed on a second analyzer and amended reports were generated to capture these repeat results. The customer observed liquid on the cover below the probe wash collar. The customer did not determine the cause of the leak and had requested service. A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse observed that the 3-way valve for the sample probe was leaking. The fse replaced the 3-way valve and then ran quality controls with no errors observed. The analyzer repair was verified per established procedures. The root cause of the erroneous results for iron, glucose, and transferring is attributed to the leaking 3-way valve for the sample probe.